Manufacturer narrative:
No product has been returned for investigation nor radiographic images to confirm the event. Physician indicated patient failed to follow instructions. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...if healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." No product returned.

Event description:
On (B)(4) 2017, a patient underwent an extreme lateral interbody fusion procedure on l3-l5 levels. Approximately on (B)(6) 2017, subsidence of the cage was detected at l4-l5 levels. On (B)(6) 2017, a revision surgery occurred to perform a posterior lumbar interbody fusion procedure on l5-s1 levels and extend the construct to the iliac.